Event description:
It was reported that customer experienced repeated temperature alarms on pump. There was no reported impact to the customer¿s blood glucose level. Customer did not return pump because warranty had expired, and no further actions or outcomes were documented.